Event description:
After using ultrasound to get a vein in the left arm, the patch was placed and the injection began. The pt complained of pain after 96 cc was infused. The injector was manually stopped and it was determined that an extravasation occurred. Facility was not sure how much contrast actually extravasated. The pt was treated with ice and appeared to be doing well. No other medical intervention was required.